Manufacturer narrative:
The explanted lens was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the left eye, the orientation of lens shifted. As a result, the patient complained of blurred vision when walking into a room. The patient also complained of seeing halos around lights at night. Reportedly, the lens was exchanged for a different model lens. Regarding prognosis, the patient is said to no longer has halos or glare and is very happy with the outcome.